Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported as the roller pump speed was increased, the roller pump began to rotate with a jerky motion, then it stopped and displayed on "overspeed" error message. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.